Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's current blood glucose was unknown. The customer received the emergency medical service. The customer was dispatched with the emergency medical service on (B)(6) 2018 at 9.15 pm. The customer was treated with the manual injections with the manual injections. The customer was assisted with the troubleshooting. The customer was wearing the insulin pump at the time when he was receiving the emergency medical service. After treatment the customer's blood glucose level was 235 mg/dl and then 299 mg/dl. The insulin pump will not be returned for the analysis.